Manufacturer narrative:
(B)(4).

Event description:
No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). B1: report type - additional. B2: outcomes attributed to adverse event - additional. B5: describe event or problem - additional.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. Upon sensor pod removal, the sensor wire remained in the skin. Although the patient planned to have the sensor removed via surgery, the surgery had not occurred at the time of the initial report. On (B)(6) 2021, the patient stated that prior to surgery the area was painful, and she had surgery to remove the wire on (B)(6) 2021. The healthcare personnel (hcp) suggested general anesthesia, but she declined and the wire was successfully removed from her arm (bicep) by the medical doctor (md) using a local anesthetic. She was given IV antibiotics during the procedure, but no post-procedure antibiotics and she did not fill the script for pain meds. At the time of the call, the steri-strips were still in place, the area was healing well and she had no discomfort. No product was provided for evaluation. The allegation was confirmed based on the surgical removal of the sensor wire. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021 . No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.